Manufacturer narrative:
Additional information was received with regard to this issue. The patient continued to be followed up in three-month intervals, and it was noted that the patient continued to have episodes attributed to noise. The patient had a hospital admission due to a syncopal episode one month prior but this attributed to a medication problem. However, the patient was scheduled for an rv lead revision procedure.

Manufacturer narrative:
Troubleshooting is in process for this issue. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequently, a revision procedure was performed. The associated non-boston scientific leads (right and left ventricular) were observed damaged. No anomalies with the device were observed and the physician attributed the clinical observations to be lead related. The device was removed and later returned to boston scientific for analysis. No adverse effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis confirmed normal device operation.

Event description:
--

Event description:
Boston scientific received information that during a routine follow-up, noise was noted on the electrogram (egm). It was also noted that oversensing of noise led to right ventricular (rv) pacing inhibition. The patient is dependent on therapy and has little or no underlying rhythm. The patient has experienced episodes of light-headedness and wondered if it was due to the function of the implanted system. The noise could not be recreated with isometrics, and the patient could not pinpoint particular activities during the time when the episodes occurred. The episodes of noise appear to occur at different times throughout the day. The patient was sent home and another follow-up was scheduled in three months. No adverse patient effects were reported.